Manufacturer narrative:
The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The reported complaint was confirmed. The endoscope was exposed to a temperature greater than 82 c/179.6 f as shown by internal temperature indicator, resulting in damaged hermetic seals, fluid invasion and subsequent damage to complete optical system. Additional finding: the endoscope received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. The fragments of adhesive of the distal window are missing. The complete window is missing. The endoscope has been scrapped.

Event description:
It was reported that during central processing, the endoscope was accidentally autoclaved. There was no report of patient involvement.